Manufacturer narrative:
Expiration date unk as lot is unk. As lot is unk. The device is manufactured and inspected according to specifications and is shipped with an instructions for use (IFU) that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. The IFU also provides instructions for the optional retrieval procedure. Internal clinical review of the provided images commented there is a possibility at least one leg may have extruded through the vena cava wall; although, this is not definitive. Unfortunately, with the limited information provided, there is not anything for certain, only a possibility of extrusion at this time and can not definitively determine that it contributes to [the patient's] abdominal pain. We can advise that it is common for filter legs or other parts that are in contact with the vein wall to move slowly through the vein wall over a period of weeks or months, due to a normal biologic process of transmural incorporation. By design, filers must exert a small outward force on the vein wall so as to resist dislodgement and migration of the device from its deployed site, particularly when the proximal venous pressure rises after a large embolus is trapped. This outward force may cause initial tenting of the vein wall at the contact points. After some weeks, the wall slowly grows over the contact points, which thus become incorporated into the wall and may eventually extend as much as 5-10 mm outside of the imaged vein lumen. This incorporation tends to restore the original lumen diameter of the ivc, while allowing the filter to more fully recover its manufactured shape. It is important to distinguish this normal and very slow process of transmural incorporation from the intended but limited acute penetration of the vein wall by hooks at the time of the procedure. The customer indicated that they had concerns about the potential retrievability of the device. It should be noted that per the IFU, there is reference or a description of the retrieval procedure. We will notify the appropriate personnel of the event and continue to monitor for similar complaints.

Event description:
A female patient was presented to her primary care with abdominal pain. Coronal CT scan was taken. A gunther tulip ivc filter was placed in 2004 and coronal scan seemed to indicate to the physician that all the tulip legs had perforated the cava wall and one had perforated the aorta. Because the filter was placed in 2004, the physician had concerns about the potential retrievability and more importantly the appearance of the aortic perforation. The patient is currently experiencing abdominal pain.